Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable. Oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic). At a device check, right ventricular (rv) lead pacing impedance was unstable and high several times during posture changes and pocket manipulation. Oversensing of nsvt and sic were detected. It was suspected that there was a rv lead fracture. A rv lead revision is planned. No patient complications have been reported as a result of this event.